Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 8 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr), which led to therapy exhaustion. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 8 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr), which led to therapy exhaustion. The device was explanted due to normal battery depletion. The device was successfully replaced. No additional adverse patient effects were reported. The device is not expected to return for analysis. No additional adverse patient effects were reported.